Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a failed battery test alarm. Customer stated they had replaced the battery, but the insulin pump would not turn on. Customer's blood glucose was 300 mg/dl. Troubleshooting found there was no damage or corrosion to the battery compartment. Troubleshooting was able to clear the failed battery test alarm. The customer also reported a blank display. Troubleshooting was able to resolve the issue by replacing the battery cap. Customer was advised to monitor their insulin pump. No additional information provided.